Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusions. There was no reported impact to the customer's blood glucose level. As the occlusions had occurred in the past, the customer could not recall what was done to clear the alarms and tandem technical support was unable to troubleshoot to help determine a possible cause of the occlusions.